Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a peripheral interventional procedure with a 6f sheath. Reportedly, the footplate did not retract during step 4 and the device became stuck in the patient. The device was flushed and hemostats were used in an attempt to open the vessel, but the device remained stuck. Excessive force was applied on the lever to close the foot and the device was removed manually. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, excessive force was applied on the lever to close the foot. Per the instructions for use (IFU), do not apply excessive force to the lever when opening the foot and returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. The IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - excessive force.